Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. One infusion pump was received for evaluation. Visual inspection found right plunger case and battery door are cracked, plunger tube seal is inside the pump. Methods used to duplicate were power up process, audio test, occlusion test. We were unable to duplicate the primary audible alarm error. No problem was found. Repair summary: replaced worn tube seal (grommet), replaced cracked battery door, right plunger case, left plunger case, plunger can, plunger float, push block and right and left timing plates. Performed all functional testing which passed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Event description:
It was reported the device is showing acu watchdog failure and primary audible alarm. No patient injury reported.